Manufacturer narrative:
Medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the reload was fully fired and engaged in interlock, staple pushers were visible at the zero cut line, and the clamping mechanism was deformed. The interlock was overridden, the reload was cycled without hesitation or binding, and test media was cleanly transected. Functional testing found the reload interlock to function properly. It was reported that the jaws of the device remained closed on tissue after firing. The reported issue was not confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition: a deformed clamping mechanism. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on a laparoscopic left hemicolectomy, while releasing the device after the third firing for the functional end-to-end anastomosis reconstruction in the laparoscopy assisted colectomy transverse colon, the clamp cover was caught on the mucous membrane of the intestinal tract and could not be removed. After ligating by using an absorbent thread to the mucosa and submucosa of the intestinal tract, by additionally resecting the tissue, the clamp cover was released. The procedure was completed by manual suturing. The surgical time was extended by less than 30 minutes.